Event description:
Baxter engineer reported a pump with depleted batteries. This occurred during customer use, but there was no patient involved. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l info is available.